Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an unapproved cartridge/handpiece combination. Root cause: no root cause could be identified by the investigation. No sample was returned. However, info reported by the account indicated a failure to follow the dfu. An unapproved combination was used. The use of unapproved products may result in lens delivery difficulties or lens/product damage. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 4/13/2011, 4/14/2011, 4/28/2011, 5/9/2011 and 5/11/2011 by fax, mail and phone. Add'l info was received 4/13/2011, 5/9/2011 and 5/11/2011 by phone. A completed questionnaire was received 4/28/2011. (B)(4).

Event description:
A surgeon reported that a pt is experiencing glare and is unable to read in dim light following bilateral intraocular lens (iol) implant surgeries. In a f/u, the surgeon's assistant reported the lens was exchanged for a competitor's lens. Add'l info has been requested. There are two medical device reports associated with this event; this report is for the right eye.